Event description:
The customer reported the system is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B)(4).